Manufacturer narrative:
H11. Manufacturer narrative: the device was not returned to edwards for further investigation, therefore a device evaluation was unable to be performed. The device history record (DHR) was reviewed and showed that the device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including ventricular septal defect.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 3300tfx25mm implanted in the aortic position was explanted from a 46-year-old patient after an implant duration of seven (7) years and twenty-one (21) days due to severe stenosis and mild to moderate regurgitation. A mechanical valve was implanted in replacement. The patient was noted as to be discharged home ten (10) days after procedure.

Manufacturer narrative:
Added information to section g2.